Event description:
The customer contact reported that the pump did not sound an audible alarm tone during an alarm condition while on the high or low volume setting. During the incoming inspection prior to clinical use, the device displayed e301 (audio alarm failure) with no audible alarm tone while in the low or high volume setting. Though requested, no additional info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. (B) (4)